Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The technician was cleaning the external waste pump on the architect c4000 instrument and while undoing a pipe connection was splashed in the eye with liquid. The technician did not have an irritated eye, but as a precaution rinsed his eye thoroughly with nacl solution. The technician did not have an irritated eye and no impact to patient management was reported.

Manufacturer narrative:
A review of the architect c400033 service history, revealed no additional issues of splashing from parts reported on the c400033. The operations manual also addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was reviewed and found to be adequate. Based on the information within the complaint record, no systemic issue or deficiency was identified.

Manufacturer narrative:
Additional information added to the ticket on 10mar2022. The incident occurred while the technician was not performing a specific abbott required maintenance procedure. The tube that caused the splash when it was removed was a tube connected to the external waste pump. At the time of the incident, the technician was not wearing protective equipment (glasses) (ppe). The product evaluation is in process. A follow-up report will be submitted when the evaluation is complete.